Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged smoke and black filter. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-64805. This report was submitted as a duplicate report of the previously submitted report.¿